Event description:
It was reported by letter the following, surgery report dated 2007, revision surgery report dated 2008, cd rom with x-rays and the product involved.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.